Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2023. Per follow up to dexcom on (B)(6) 2024 patient mentioned that upon sensor pod removal, the sensor wire detached from the sensor pod and remained in the skin. No portion of the sensor wire was visible on the sensor pod. The event occurred the day of sensor insertion into the thigh. On (B)(6) 2024 the patient reported that she ended up having a surgical procedure to remove the retained sensor wire (originally reported on (B)(6) 2023). The patient had been experiencing pain in her leg, therefore, consulted with a doctor. On (B)(6) 2024, the patient stated the sensor insertion area was numb and she underwent a surgical procedure to remove the retained sensor wire. The patient¿s leg was ¿tender¿ at the time of the report post procedure. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2023. Per follow up to dexcom on (B)(6) 2024 patient mentioned that upon sensor pod removal, the sensor wire detached from the sensor pod and remained in the skin. No portion of the sensor wire was visible on the sensor pod. The event occurred the day of sensor insertion into the thigh. On (B)(6) 2024 or (B)(6) 2024, the patient stated that her symptoms progressed and she began experiencing a sharp, numbing pain the entire leg. On (B)(6) 2024, the patient went to the emergency room for evaluation. The patient had a ¿giant lump¿ on her thigh at this point. The patient was admitted to a surgical room for removal of the retained sensor wire. The patient¿s leg was prepped with a numbing injection. The nurse practitioner did two biopsies of the area to remove the sensor wire. A stitch was then placed to close the biopsied area and a bandage was placed over it. The procedure lasted a few hours, and the patient was discharged home later the same day. The patient¿s leg was still sensitive and sore at the time of report. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).